Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: strangulation of the heart presenting as sudden cardiac death: a deadly but forgotten complication of epicardial pacing device. Legal medicine 32 (2018) 107¿112. Https://doi.org/10.1016/j.legalmed.2018.04.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an implantable ventricular bipolar lead. The article reports the patient required a lead replacement due to dislodgement. The author states the patient died due to cardiac strangulation of the heart by a competitor epicardial lead. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.